Manufacturer narrative:
Result: damaged fowler ball screw, fowler weldment link and fowler link bracket.

Event description:
It was reported by service report that the fowler was stuck at 35 degrees and could not be lowered to a flat position. It is unk if there was pt involvement, however, no adverse consequences are reported.